Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. This is noted due to fluctuating atrial thresholds from 2.0v at 0.8 msec to 3.1 v at 0.8 msec. Clinician states that she can see intermittent loss of capture. Patient has paroxysmal atrial fibrillation with stored episodes for approximately 8 hours in one day since last year. Patient was sent for x-ray. The lead appears to be high but does not appear dislodged. Clinician noted that at least one of the atrial tachycardia responses is oversensing some activity on atrial electrogram. Oversensed activity appears to diminish when patient inhales on real time electrogram and is variable on stored episodes. The physician was unknown. The healthcare facility is at hamilton general in ontario, canada. No additioanl information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).